Event description:
It was reported that the pump administration set did not clamp the fluid. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date, and h4: manufacture date are unknown. H3: device has not been returned to manufacturer.

Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.